Event description:
The device was applied during a cholecystectomy procedure. The jaws would not open to remove from tissue. The surgeon manually manipulated the instrument off the tissue without incident.